Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump has multiple cracks. Customer's blood glucose level at the time 131mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.